Event description:
It was reported that the lead was capped due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 18.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.